Event description:
Upon device interrogation during a regular follow-up, it was observed that no diagnosis data had been recorded. Also, a message was displayed indicating that memories had not been activated after implantation (¿aida memory was not activated after implantation¿).

Event description:
Upon device interrogation during a regular follow-up, it was observed that no diagnosis data had been recorded. Also, a message was displayed indicating that memories had not been activated after implantation (¿aida memory was not activated after implantation¿).